Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus device was returned to a third-party service center for evaluation of the device with no initial alleged complaint. There was no death, serious harm, or injury reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. In addition, the device was scrapped by the service center after the evaluation was completed.